Event description:
A cartridge alarm was reported by the customer without any adverse impact on their blood glucose level. Despite not having experienced similar alarms in the past, the customer encountered consecutive cartridge alarms, prompting technical support to decide on replacing the pump. The pump was still under warranty, and a replacement with updated software was arranged by technical support while instructing the customer to use manual daily injections as a backup therapy. Technical support guided the customer on returning the faulty pump, connecting their continuous glucose monitor to the new device, and programming the new pump settings.